Manufacturer narrative:
The field service engineer (fse) discovered air bubbles in the wash pump entering the wash valve. The fse replaced the wash valve stator and cleaned the precision valve. The fse primed the fluidics manifold and verified instrument performance; no further bubbles were observed. The fse replaced the reagent carousel peltier and right side fan to address the reagent carousel temperature issues. The fse verified the system's temperature and operation. All verification testing passed within the published performance specifications. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the wash valve stator. A definitive root cause is unknown. All related medwatch reports associated with this incident: 2122870-2014-00581, 2122870-2014-00582, 2122870-2014-00583.

Event description:
The customer reported erroneously elevated initial troponin I (access accutni) results, within the risk stratification or above the acute myocardial infarction (ami) limit, for six patients, involving the access 2 immunoassay system. This report is one of three referencing the patient on the event date noted. An initial result of 0.8 ng/ml was obtained and released out of the laboratory. Subsequent testing of the patient's sample, on an alternate unicel dxc 600i synchron access clinical system, generated a lower result of 0.1 ng/ml, which was issued to the hospital. There was no report of patient consequence or change in patient treatment associated with this event. The customer indicated any patient treatment was based on the 0.1 ng/ml result, which was considered correct (the patient's troponin results did increase over time correlating with initial result). The patient's sample was collected in a lithium heparin plasma tube and centrifuged between 2,800 to 3,000 rpm (rotations per minute) for ten minutes. The sample was one hour old prior to analysis. System parameters, including quality control (qc), calibration, and system checks, were performing within assay and instrument specifications at the time of the event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.